Event description:
A malfunction alarm was reported, but there were no notable events that occurred prior to this issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any future issues arise.